Event description:
The pusher wire would not advance the filter through the introducer. The filter became stuck in the catheter. Also, when trying to further advance the filter, the pusher wire kinked. The catheter was cut and the filter was removed. A competitor's filter was advanced through the remaining portion of the catheter. No further complications were reported.

Manufacturer narrative:
Description of complaint: the wire would not advance the filter through the introducer. During deployment, the filter became stuck in the catheter and would not advance. Also, when trying to advance the filter further, the pusher wire kinked. The feet became caught in the space between the tip of the male luer of the storage tube and the female hub of the catheter sheath. This occurred because the hub was not tightened sufficiently as described in the instructions for use. "Note: the introducer hub has a special internal design. Care should be taken to make connections firmly, but without excessive force that may cause breakage to the hub." A review of the device history record for lot 12-068737 confirmed that this device was subjected to and satisfied all current quality standards specified in the applicable device master record. The feet became caught in the space between the tip of the male luer of the storage tube and the female hub of the catheter sheath. This occurred because the hub was not tightened sufficiently as described in the instructions for use. Trending for this complaint will continue.